Event description:
The customer alleged they received a questionable vancomycin result for one patient on their integra 400 plus analyzer. The customer alleged they were having issues with the calibration stability of the vancomycin reagent and that they had to calibrate more frequently. The patient's initial vancomycin result was 8.2 ug/ml and it was not reported outside the laboratory. On (B)(6) 2013, the customer re-calibrated the analyzer. The sample was repeated and the result was 10.28 ug/ml. The repeat result was reported outside the laboratory. The patient was not adversely affected by this event. The vancomycin reagent lot number was 67476101 and the expiration date was 04/30/2014.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause was not determined. No problems with quality control recoveries were observed on the analyzer.